Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose reading was not stored in the memory of the contour meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour meter for evaluation. No test strips were returned. Therefore, in-house contour test strips were used for in-house testing. The retuned meter was tested with the in-house test strips, which gave a satisfactory performance. The blood glucose results obtained during in-house testing were properly stored in the meter's memory.